Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient started experiencing inaccurate values on the cgm at 8:15am. The patient as sweating, had a headache and passed out. When he passed out, he hit his head and rib. His brother-in-law sat him in a chair and gave him juice and he started to feel well. The cgm was displaying 85 mg/dl at this time and no bg finger stick was taken. The patient went to their primary care physician on (B)(6) 2025 due to his head and rib injury and was still wearing the same sensor. A nurse checked the patient's finger stick reading and it was 225 mg/dl while the cgm was 160 mg/dl. The doctor did not provide the patient with any medication because his blood sugar was normal but they did give him orange juice despite his blood sugar being in normal range. An x-ray was done and it was noted that the patient had a rib fracture and was advised to take tylenol. At the time the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.